Event description:
The mixer lid did not fit onto the base, resulting in the cement not mixing to a proper consistency. There was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The root cause of this field event is attributed to improper positioning of the syringe piston prior to the introduction of the powder and liquid components. The syringe piston must be positioned at the bottom of the syringe body in order for proper mixing unit operation. The sales representative has been instructed to inform the user of the proper mixing technique.